Event description:
During an alif procedure with synfix the tip of the implant holder cross threaded and broke off in the implant. The surgeon elected to leave the tip in place and complete the procedure.

Manufacturer narrative:
Subject device is an instrument and not implanted or explanted. Info being reported based on the awareness day of synthes post market regulatory affairs. The subject device is not available for evaluation as it was discarded by synthes prior to the complaint unit becoming aware that it was involved in a reportable malfunction. A review of the device history records found no complaint related issues. No conclusions can be drawn at this time.